Manufacturer narrative:
This report is being amended to reflect changes in report date, initial reporter, date received by MFR, type of reports, if follow-up, what type?, and additional MFR narrative.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Review of the operative notes indicates the reason for the revision is attributed to the traumatic event which caused rupture of the rotator cuff. Upon reassessment of the reported event, it was determined to not be reportable. The implants were not attributed to the cause of the revision.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2016-04563-4 and 04566-7).

Event description:
Patient underwent a shoulder revision approximately 2 years post-implantation due to damage caused by a bicycle accident. However during the revision it was noted in the operative notes that the patient had intra-articular synovialitis with joint effusion and bursitis.